Manufacturer narrative:
Severity of harm was s3. Summary of investigation: this investigation was conducted for an unknown lot number of lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Document review summary: there is no device history record (DHR) reviewed for an unknown batch number. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Burning with redness at the application site, neck, approximate dimensions of 3-5 cm [thermal burn]. Case narrative: this is a spontaneous report from a contactable pharmacist who reported for herself, through a pfizer colleague. An approximately (B)(6) old female patient started to use thermacare heatwrap (thermacare heatwrap) device lot number and expiration date not provided, from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medications were none, reported as "was not taking any relevant medications, including topical medications, at the time of the adverse events." The patient used thermacare about 2 years ago (2017) and she had burning with redness at the application site, neck, approximate dimensions of 3-5 cm. No surgical intervention, such as debridement, was required however it is unknown if a treatment was required. The action taken with thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was recovered and reported that it was not expected the patient to experience long-term sequelae such as scarring. Product quality complaint group provided following investigation findings: severity of harm was s3. Summary of investigation: this investigation was conducted for an unknown lot number of lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Document review summary: there is no device history record (DHR) reviewed for an unknown batch number. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26nov2019, 29nov2019): new information received from the product quality complaint group included severity rating, malfunction assessment, investigational results, and from the patient included location and size of the burn (event verbatim updated from "the patient used thermacare about 2 years ago and she had burning with redness at the application site" to "burning with redness at the application site, neck, approximate dimensions of 3-5 cm"), no intervention, no sequelae, and no concomitant medications. Case upgraded to serious, malfunction, reportable MDR. Comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.